Manufacturer narrative:
Weight: unk. Ethnicity : unk. Race: unk. PMA/510k : this product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -13.00 diopter, in the patients right eye (od), on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to patient experienced a refractive surprise. The lens was exchanged for a different model/diopter but same length lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
H3: device evaluation: the lens was returned in a microcentrifuge vial, with moisture on lens. Visual inspection found no visible damage to the lens. Dimensional and refractive verification was performed and the lens was found to be in specification. Claim # (B)(4).